Event description:
It was reported that the bd alaris¿ smartsite¿ extension set filter leaked during use. The following information was provided by the initial reporter: "they have been experiencing leaky filters for their outpatient epoch bags. They currently use sapphire infusion pumps and are using bd filters. They have tried both 1.2 and 0.2 micron and experienced leaking with both."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking filters could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. Device history record review for model 20027e lot number 22039153 was performed. The search showed that a total of (B)(6) in 1 lot number was built on 11mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set filter leaked during use. The following information was provided by the initial reporter: "they have been experiencing leaky filters for their outpatient epoch bags. They currently use sapphire infusion pumps and are using bd filters. They have tried both 1.2 and 0.2 micron and experienced leaking with both."